Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The used received transfer set was visually inspected and tested for flow and tightness. The test results were within specifications. The adapter passed the optical inspection.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient has experienced hyperglycemia of up 350 mg/dl since (B)(6) 2013, and she believes the insulin delivery of the infusion device is too low. She began to deliver insulin via syringe on (B)(6) 2013 after she was unable to lower her blood glucose using the infusion device. She changes the cartridge and infusion tube every 10 days and the infusion headset every 3 days. She was referred to the manufacturer's recommendations. It was detected her hba1c increased from 6.4% to 7% during a check-up with her diabetes specialist. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.